Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was suspected to have premature battery depletion (pbd). The device declared elective replacement indicator (eri) after 74 months of being implanted. Revision procedure was performed and the device successfully replaced. Device is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Information was received that the device is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.